Event description:
The repair request stated there was oil leakage from the top of the motor and strange noise.

Event description:
The repair request stated there was oil leakage from the top of the motor and strange noise. No other information available from the foreign distributor.